Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It is reported that the ¿patient has severe low back pain. Pars defect/fracture. Pain in (pt.) Low back with occasional radiation in lower extremities. Intolerable pain and frustration. Admitting diagnosis spondylolisthesis. Surgery admitted (B)(6) 2006, discharged (B)(6) 2006; discharge diagnosis spondy lolisthesis, posterior lumbar decompression and fusion without complications. No surgical complications reported per operative report it was also reported l4 hemilaminectomy, l5 gill total laminectomy with l5 nerve root exploration, s1 hemilaminectomy specifically for decompression of nerve root secondary to spondylolisthesis, l5-s1 posterior lumbar interbody fusion with machined bone cages and application of bmp; l5-s1 posteriolateral fusion with locally harvested bone graft; application of bilateral segmental pedicle screw instrumentation and postoperatively, regular diet well-tolerated, clean and dry wound, functionally independent.¿ no additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)-2006: the patient was presented with complaints of migration of extruded bone cage. (B)(6)-2006: the patient was presented with complaints of chronic pain. (B)(6)-2006: the patient was presented with complaints of radiculopathy nerve damage. Extruded plif graft at l5-s1 that led to recurrent lumbar radicular symptomatology was observed. (B)(6)-2006: the patient presented with complaints of bone growth tumor. Extruded bone from the plif was resected from behind the s1 nerve roots bilaterally was observed. Also the patient was presented with failed fusion and pseudarthrosis was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # implant date:(B)(6), 2006 patient demographics: (B)(6) race: hispanic history/comorbidities: no allergies reported, but takes albuterol for asthma. Non-smoker. It was reported that accident injury date (B)(6), 2005, onset of illness date (B)(6), 2005. History - severe low back pain. Pars defect/fracture. Pain in his low back with occasional radiation in his lower extremities. Intolerable pain and frustration. Admitting diagnosis spondylolisthesis. Surgery admitted (B)(6), 2006, discharged february 27, 2006, surgeon (B)(6), discharge diagnosis spondylolisthesis, posterior lumbar decompression and fusion without complications. No surgical complications reported per operative report 1. L4 hemilaminectomy 2. L5 gill total laminectomy with l5 nerve root exploration 3. S1 hemilaminectomy specifically for decompression of nerve root secondary to spondylolisthesis 4. L5-s1 posterior lumbar interbody fusion with machined bone cages and application of bmp 5. L5-s1 posteriolateral fusion with locally harvested bone graft 6. Application of bilateral segmental pedicle screw instrumentation by ¿escalap¿ postoperatively, regular diet well-tolerated, clean and dry wound, functionally independent, prescribed lortab neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event. No corrective action is possible based on the current data. We will continue to monitor for trends as more definitive data is collected. (B)(4). No other action is required at this time -this investigation is considered closed. If additional information is received, this investigation will be re-opened. (B)(4).

Event description:
Updated information: it was reported that the patient "had no allergies reported, but takes albuterol for asthma. It was reported that the patient underwent an l4 hemilaminectomy, l5 gill total laminectomy with l5 nerve root exploration, s1 hemilaminectomy specifically for decompression of nerve root secondary to spondylolisthesis, l5-s1 posterior lumbar interbody fusion with machined bone cages and application of bmp, l5-s1 posteriolateral fusion with locally harvested bone graft, application of bilateral segmental pedicle screw instrumentation by "escalap". Postoperatively, regular diet well-tolerated, clean and dry wound, functionally independent, prescribed lortab."